Event description:
It was reported that a pta balloon used to treat an upper arm av fistula inflated in an asymmetrical fashion during the first inflation to approximately 25-30 atm. Reportedly, the distal cone of the balloon appeared to bulge, however, the pta balloon did not rupture. The device was removed from the pt without incident and upon removal the pta balloon appeared to have loose fibers, however, none were broken or detached. The procedure was completed successfully with an additional pta balloon dilatation catheter. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for corporate lot number. The sample has been returned and the investigation is currently underway.